Event description:
It was reported that during surgery, a delay of more than 30 minutes was caused, because there was no light output. No backup was available and is unknown how the issue was resolved, but no patient injury was reported.

Manufacturer narrative:
Duplicate of complaint (B)(4), report number 1643264-2018-00982.